Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a as tibial obturator d14mm (part# nn264z) was implanted on (B)(6) 2019. According to the event description, a surgery to replace the polyethylene component(s) had been planned for (B)(6) 2025. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 3005673311-2025-00034. 3005673311-2025-00035. 3005673311-2025-00036. 3005673311-2025-00037.